Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® ratchet extension - short 4.1, 5.0, 6.0mm(d) (ire100) and osseotite® tapered certain® implant 4 x 13mm (xifnt413) were returned for investigation attached to one another. Visual inspection of the as returned product identified damage to both the implant threads and tool body. Functional testing was performed for the returned product and it was determined the two components could not be disengaged, event after excessive force is exerted. Approrpiate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ire100 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change 'no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the ratchet extension did not disengage from the implant during surgery. Another implant was used to complete the procedure. Tooth location 13.